Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 11mar2019. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device was difficult to push down in 2017 or 2018. The patient experienced abnormal blood glucose in (B)(6) 2019. The device was not returned to the manufacturer for investigation (batch number 1104d01, manufactured april 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient used the device since 2013 or 2014, which is beyond the approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint (pc), concerned a 47-year old (at the time of initial report) asian male patient. Medical history and concomitant medication was not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25; 100 u/ml), via a reusable humapen ergo ii pen, 24 iu twice a day (24 at morning and 24 at night), subcutaneously, for the treatment of diabetes mellitus starting approximately in 2013 or 2014 (conflicting information provided). It was reported that the injection button of a humapen ergo ii was difficult to push down, which got stuck in 2017 or 2018 (conflicting information provided) ((B)(4)/lot number 1104d01). There was no foreign material in the humapen, the injection button was pressed in middle slowly with thumb, the needle was attached, and connected to cartridge. In addition, the needle was not bent or clogged, the needle was single used, and the humapen has been used approximately since 2013 or 2014 (conflicting information provided). Therefore, it has been used for more than the three years after first use. On (B)(6) 2019, while on insulin lispro protamine suspension 75%/insulin lispro 25%, he was hospitalized for blood glucose adjustment (results, units or reference values were not provided). As a corrective treatment, he received an infusion. Then he was discharged on (B)(6) 2019. Information regarding specific infusion as corrective treatment and outcome of the event not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model and suspect device duration of use was not provided but started since 2013 or 2014 (conflicting information provided). The suspect device, which was manufactured in apr 2011, was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% or the reusable device. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added. Update 11-mar-2019: additional information received on 11mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1104d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6)-year old (at the time of initial report) asian male patient. Medical history and concomitant medication was not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25; 100 u/ml), via reusable pen (humapen ergo ii), 24 iu twice a day (24 at morning and 24 at night), subcutaneously, for the treatment of diabetes mellitus starting approximately in 2013 or 2014 (conflicting information provided). On 10-feb-2019, while on insulin lispro protamine suspension 75%/insulin lispro 25%, he was hospitalized for blood glucose adjustment (results, units or reference values were not provided). As a corrective treatment she received an infusion. Then he was discharged on 11-feb-2019. Additionally, it was reported that the injection button of a humapen ergo ii was difficult to push down, which got stuck in 2017 or 2018 (conflicting information provided) ((B)(4)/lot number 1104d01), there was no foreign material in the humapen, the injection button was pressed in middle slowly with thumb, the needle was attached and connected to cartridge well, the needle was not bent or clogged, the needle was single used, the humapen has been used approximately since 2013 or 2014 (conflicting information provided), therefore it has been used for more than the three years after first use. Information regarding specific infusion as corrective treatment and outcome of the event not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model duration of use was not provided but started since 2013 or 2014 (conflicting information provided). The reported humapen ergo ii duration of use was not provided. Since the humapen ergo ii is not being returned, evaluation for a malfunction is not possible. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% or the reusable device. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added.